Event description:
The customer reported that the screen was not interactable. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer was unable to interact with the screen, and needed to be re-calibrated. The remote service engineer (rse) discussed proper cleaning of touchscreen per the operators manual, and also discussed replacing the touchscreen. The rse provided the parts ID: touchscreen (front bezel). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the field service engineer (fse) replaced the touchscreen and proper operation was verified. The necessary verifications were performed to certify that the equipment is back to the operating conditions prior to the failure. The device was returned to use. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.